Event description:
Medical affairs was unable to get in contact with the pt; therefore, sent the pt a letter so that clinical information could be obtained. The pt contacted lifescan alleging high readings on the lifescan meter. The pt broke out into a sweat prior to testing and tested on the meter and received a 200 mg/dl. The pt contacted their physician due to their symptoms and the physician advised them to take extra medication. The test strips are in good condition and not expired. The pt had been cleaning the meter according to the owner's booklet. The pt did not have control solution with them to check the test strips. The pt ran a check strip test on the meter and the meter displayed a "not ok" message. The reading of 200 mg/dl is not considered a serious injury. The complaint is being reported as a malfunction, since the meter displayed a "not ok" message when running a check strip test and the issue was not resolved with troubleshooting the product.